Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 11mar2019 to assess the testing instrument in question, and found the test well images in question were visually negative. The camera report was acceptable, and there were no event log errors. The immucor laboratory tested retention product on 14mar2019, and found the retention product to be performing as expected. The immucor laboratory also received a blood sample from the customer site ((B)(4)) and tested it with retention of dp106 and 221289, and the outcome was negative with the customer's blood sample, which reproduced the customer's observation. Another blood sample was received after the original immucor workup, and this blood sample was tested with capture-r select and panocell-10 lot number 05529, which yielded weakly 1+ reactivity with homozygous cells. Due to the patient history of recent immunization by pregnancy, the blood sample was treated with 0.01m dtt. The controls worked as expected, but no neutralization was observed by peg antiglobulin test. Neat patient sample showed 2+ anti-fyb activity in peg antiglobulin test. The dtt dilution control reacted 2+ at peg antiglobulin test. The confluence of these dtt testing outcomes directed towards the presence of a weakly reacting igg anti-fyb. An immucor field service engineer (fse) visited the customer site on 11mar2019 to assess the testing instrument, which performed as expected. The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID extend I when used on a galileo echo instrument, when tested on (B)(6) 2019.